Event description:
It was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was found that the insertable cardiac monitor (icm) was failing to be interrogated via bluetooth telemetry. No intervention was performed. The patient was in stable condition and would be further monitored.